Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false negative results of one patient sample on tango infinity. The specificity of the missed antibody was anti-jka, -fya and -e. The customer stated that sample #(B)(6) was tested for antibody screening and identification on tango infinity. All tests were negative. While the tango infinity was running the customer tested the sample in the gel method of a competitor. The results were positive and anti-e, anti-jk(a) and anti-fy(a) could be identified. At the time we received the patient sample the supposedly defective lot of biotestcell i8 was already expired. Therefore the patient sample was tested with the current lot of biotestcell-i8 (lot 8017011-00) on tango infinity. Biotestcell-i8 showed positive results, but not with all reagent red blood cells that were supposed to react positively because the antigen pattern. Further tests of the patient sample were not possible, because it was depleted. The current lot of biotestcell-i11 showed correctly results with anti-e, anti-fy(a) and anti-jk(a). The investigation of the affected instrument is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We received no further complaints related to this issue.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative results of one patient sample on tango infinity. The specificity of the missed antibody was anti-jka, -fya and -e. The customer stated that sample # (B)(6) was tested for antibody screening and identification on tango infinity. All tests were negative. While the tango infinity was running the customer tested the sample in the gel method of a competitor. The results were positive and anti-e, anti-jk(a) and anti-fy(a) could be identified. At the time we received the patient sample the supposedly defective lot of biotestcell i8 was already expired. Therefore the patient sample was tested with the current lot of biotestcell-i11 (lot 8017011-00, contains the same cells like biotestcell-i8) on tango infinity. Biotestcell-i11 showed positive results, but not with all reagent red blood cells that were supposed to react positively because the antigen pattern. Further tests of the patient sample were not possible, because it was depleted. The current lot of biotestcell-i11 showed correct results with anti-e, anti-fy(a) and anti-jk(a). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We received no further complaints related to this issue. Customer provided result images that show negative tango infinity results on antibody screening and identification. The log files provided by the customer were incomplete. The last preventative maintenance on the affected tango infinity was conducted on october 29, 2019. Our field service engineer was on may 05, 2020 at site for a semi annual preventative maintenance and could confirm that the instrument is working within specification. Post adjustment camera setting values are within acceptable range. There is no indication for an instrument malfunction. The service engineer confirmed a proper function of the instrument. The reported problem is likely related to sample specificities. The section limitation of the instruction for use contains the following note: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies."